Event description:
It was reported that during the laparoscopy nissen procedure, at the beginning of the procedure, the tissue pad separated from the clamp arm. The case was completed with a new device. No patient consequence.